Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that in surgery, a leak was evident from the central catheter through which inotropic drugs were administered to the 9 year old pt with tetralogy of fallot. Trauma on the catheter was ruled out at the time of introduction as a cause of the event. There was no reported delay, death or complications to the pt.